Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation complaint received ad 30 mar 2022. Unf and medical records received. After review of medical records patient was revised was due to failed total hip arthroplasty-trunnionosis, painful and elevated metal ion levels. Operatives notes indicated cobalt level was 7ppb. Chromium level was 4ppb. Diffuse metallosis with synovial staining, gross corrosion noted on the trunnion and within the internal bore of the femoral head. Acetabular component was well fixed but 2 screws were removed. Estimated blood loss is 1200ml. Doi: unknown, dor: (B)(6) 2020, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. E3 initial reporter occupation: lawyer corrected: e1.